Event description:
It was reported that during a prostate procedure, "epoxy or glue came undone at the tip causing the fiber to fire into the metal tip when the laser was active and the dr. Was trying to rotate the fiber"; at 26 minutes 53 second and 135, 924 joules of use.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis for fiber: the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge. The metal cap exhibits moderate char. The glass cap exhibits moderate devitrification. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. Based on the analysis above, the potential for forward firing may exist. The probable root cause of the failure is: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.